Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion, curved openings, underweight, black particles in shell. A microscopic analysis was performed which identified: curved sharp openings on anterior side in the same location of crease assessed as fold flaw opening and stress marks assessed as non-penetrating nicks. Based on the device analysis the final assessment is: crease sharp opening assessed as fold flaw opening.

Event description:
Patient reported "left side rupture" ultrasound confirmed. Device was explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "left side rupture" ultrasound confirmed. Device was explanted.